Event description:
It was reported that low hv lead impedance was observed. Lead dislodgement was noted. The lead was removed from the header, cleaned and reconnected, low impedance still observed. The physician opted to explant the device and lead due to the amount of pocket manipulation, caused by twiddler syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.